Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect total b-hcg reagent kit, ln 07k78-74, longford, ire to architect i2000sr, 03m74-02, irving, tx. MDR number 3016438761-2023-00627-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: (B)(6) 2023; sid (B)(6) = 736.03 miu/ml, repeat = < 1.20 miu/ml, colloidal gold was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6).